Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) on (B)(6) 2017 indicating that they have not heard anything from the patient since making the adjustments so they think the issue has been resolved. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient was charging 1-4 times a day. After checking the energy meter, the rep confirmed the recharging interval appeared appropriate given the programmed settings and there were no reported integrity issues. With the parameters of 8ma, 200pw and rate of 1000 and 780ohms on the contacts used, the energy meter showed 0.3 day charging interval. The rep will try cycling at 20 minutes on/10 minutes off to try to help the interval. The rep also provided additional information regarding stimulation sensation fading around 30%. The rep will provide a low density program to see if the patient senses a difference around 30% to help understand stimulation perception fading or not. No further patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The consumer reported that the patient was having another problem and the problem was inconsistent. The consumer reported that the patient stated the stimulator (ins) did not seem to be as effective regarding pain relief when the ins battery gets to around 40%. The consumer reported that the patient¿s pain level had gone up. The consumer reported that this didn¿t happen every time. The consumer reported that the patient had stimulation set to 8.2 and was feeling discomfort in her legs and wanted to increase stimulation but reported last night stimulation at 8.2 was ¿working great.¿ the consumer reported that the patient wasn¿t doing any extra activities. The consumer also reported the patient has had several issues with her ¿programmer set-up.¿ the consumer reported that when the patient¿s programming was set up initially, the manufacturer¿s representative (rep) was not ¿quite up to speed on how to program it¿ so they had some ¿programming issues.¿ the consumer reported that ¿after a couple days on higher stimulation¿ the patient reported her legs were tired and she felt like she was worn out. The consumer reported that patient felt like her muscles had a tens unit used on them and ¿her body was tired that way.¿ the consumer reported that the patient noticed this the night prior to the report when she was trying to charge the ins. It was noted that the patient¿s ins was at 50%. The consumer reported that the patient stated ¿she can feel it in her back and legs¿ and ¿the lower it goes, the more I feel pain.¿ no further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that she was told she would need to charge once a day but had been charging at least three times a day. The patient stated that she first noticed it shortly after implant and wasn¿t sure if it was user error but it had since continued. The patient woke up one time and her implant was completely dead, she had a return of pain that felt a 1000 times worse but she knows it wasn¿t. The patient mentioned an example of battery depletion where she charged just before 10pm and the battery was 100% and then at 3am the battery was down to 30% so she charged again. The change in therapy or symptoms was considered sudden. Troubleshooting reviewed charging best practices and reviewed to get the implant programming checked to see if the recharge interval could be increased. The indication for use was spinal pain.